Event description:
It was reported by the customer that a bd pyxis¿ medbank mini patient medication was not showing up on the list. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) performed from the date of manufacture, 03-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that not all orders were intended to go into this cabinet. A technical support specialist (tss) stated that the customer likely had a misunderstanding about order handling and was unaware of the issues. The tss explained to the customer that this specific order was one of those not meant to be routed through to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.